Event description:
Additional information: it was reported that the patient's pump was empty for about four months due to missing the refill date. The pump was refilled. The hcp was aware that the logs were read and no motor stall had occurred. The hcp set up a bridge bolus and believed that the lowest range of delivery was too high of a dose. The hcp delivered a single bolus over a long period of time. The hcp was notified of the actual dose being delivered. The hcp then turned down the patient pump to a minimum rate. The patient was seen by the hcp on (B)(6) 2012 and was doing fine. The pump was at the minimum rate. Troubleshooting was being considered.

Event description:
It was reported that a bridge bolus was incorrectly performed. The patient's pump was empty for 4 months and on the date of this report the concentration was changed from 20mg/ml to 1mg/ml. The new dose was to be 0 .3mg/day, however, a bridge bolus could not be performed and a single bolus was programmed instead: single bolus was 9.7mg for 775 hrs. Per dose calculations (9.7mg/1mg/ml = 9.7ml; 9.7ml/ 775 hrs 0.0125ml/hr or 0.0125ml/hr x 20mg/ml = 0.25mg/hr) it was decided to stop the bolus. It was reported that the healthcare provider went to the patient's home and stopped the bolus and programmed the pump to minimum rate mode after a few hours. The patient experienced no symptoms. Drugs delivered via the device were morphine and baclofen (compounded).

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. Physician programmer: model 8840, serial# unk. Ptm: (personal therapy monitor) model: 8835, serial# (B)(4).

Manufacturer narrative:
(B)(4).